Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that her blood glucose reading was greater than 600 mg/dl at the time of the event. Troubleshooting was performed, and it was found that the customer forgot to take her glucometer with her on a day trip. As a result, the customer was unable to check her blood glucose readings until she got home, at which time her blood glucose level was already high. The insulin pump was programmed correctly and passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp, however, the customer stated that she had received no delivery alarms on the insulin pump prior to the event. The customer stated that she has been less active due to her hip slippage out of joint and has been in a lot of pain. The customer also stated that she has had a sore throat and has been having some personal issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.